Event description:
It was reported the ipg is unable to communicate with the external devices. The patient is not receiving stimulation. The patient reports he has not recharged his ipg in 6-8 months at least. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.